Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery. The vessel was pre dilated with a 2.75x12 mm quantum maverick balloon. The physician was unable to cross the lesion with a taxus express2 2.50x16 mm drug eluting stent, due to defective struts. The procedure was completed with another taxus express2 2.5x16 mm stent. No patient complications were reported.